Event description:
The physician was performing a tracheocoscopy procedure using a .6mm endostat fiber connected to an 813 laser system. During the operation the physician may have lased the plastic tracheal tube. The plastic tracheal tube began to burn inside the pt's trachea, causing internal damage to the pt.